Event description:
Pt called to report an adverse event involving her hernia mesh she had implanted in 2011 during hernia surgery. Pt stated that a year after the mesh was implanted, she started having pain. Pt said she was told by a physician that the pain was just scar tissue and that it would go away. Pt is still having ongoing pain and says she has a hole in her stomach where the surgery was. Pt is going to try and get MFR's info to determine if her mesh recalled.